Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). The serial number of the ins mentioned in the message below is given. Rep also said that when they met with the patient on 9/11, they did not have issues connecting the patient remote to the communicator and then to the battery. It seemed to work as expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have 2 'paddle stimulators' for cervical and thoracic and they were just turned on august 14th. Pt (patient) stated they did not 'mess with it' for a couple days because they have been in pain still. Pt stated they have had difficulty connecting to the thoracic battery and after 3-4 attempts, it will connect. Pt stated the cervical connects instantly. Pt added that it took the manufacturing representative (rep) quite a few attempts to connect as well. Pt added that the manufacturing representative (rep) could not answer a lot of questions that they had and did not walk though everything. Pt saw 'not found' on the handset. Agent had the pt close all apps, reset handset and communicator, and try to connect in mystim app. Pt had to scan communicator serial number and pt entered mystim app; therapy was off, pt turned therapy on. Agent reviewed best practices for external devices/connecting to the ins. Troubleshooting steps that were taken on the call resolved the reported issue. Historical events: pt mentioned that the right battery for the cervical feels tilted and the doctor said it did not look or feel tilted. (Pt later said they were told left is cervical). Pt stated that the battery is knotting up in their back and it is rather painful. Pt stated they can feel this battery protruding compared to the other one. Healthcare provider (hcp) thinks this is an issue because the pt is thin. Pt also mentioned that the 'other day' they were charging the ins and it kept saying 'disconnected' - pt stated the other recharger may have been on. Pt asked about medical bracelet because their potassium and phosphorus levels drop which make them paralyzed and they cannot be verbal - agent redirected to healthcare provider (hcp) to further address. Sent request to repair for small recharging waist belts.

Event description:
Additional information was received from the representative (rep). It was reported that they were not the rep to meet with the patient so they couldn't speak to the post op appointment when devices were turned on. They are due to meet with the patient for their next follow up with the healthcare provider (hcp) on thursday 9/11. The patient did mention to them via text that they were having difficulty with the communicator connecting. They decided to wait until the above appointment to look at troubleshooting why the patient is having difficulty.

Manufacturer narrative:
B5: updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.